Manufacturer narrative:
(B)(4). A fuse c38s slim colonscope - r was received for analysis. A visual analysis was performed and moisture was found in f2 led window most likely due to glue deterioration around the seal. The scope was aerated and the window was replaced to resolve the issue. The "water in front lens" issue was confirmed due to glue deterioration around the seal. Therefore, the assigned investigation conclusion code for this complaint is designated as cause traced to component failure. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint.

Event description:
It was reported to boston scientific corporation that a fuse c38s slim colonoscope - r was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, water was noted in the front lens. The procedure was completed using the complaint device. There were no patient complications reported as a result of this event.